Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower drawers were not populating in the application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not populating in the application. A field service engineer replaced the drawer module controller board. A technical support specialist connected to both machines, reconfigured matrix drawers on the synchronization cabinet through sql, and restarted the cubex app, both drawers opened successfully. The system functioned as intended after the field service engineer resolved the issue.